Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had an unexpected cal not accepted alert. Blood glucose value was 68 mg/dl at the time of the incident. Troubleshooting was performed for the pump error 53 alarm and the insulin pump passed. The customer then got an active insulin updating message and the customer was advised that that process can take up to 5 hours for that process to complete. Nothing will be replaced or returned..